Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one (1) controller (B)(6) and one (1) battery (B)(6) were not returned for evaluation. One (1) controller ((B)(6), two (2) batteries (B)(6), and one (1) controller ac adapter (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned controller ac adapter revealed that the device passed functional testing. Visual inspection revealed damage on the output cable assembly; however, this did not affect the functionality of the device. This is an additional finding not related to the reported event, likely due to the handling of the device. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing; the batteries discharged as expected. Log file analysis revealed that the batteries discharged as expected when in use. As a result, the reported power consumption issue was not confirmed. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination within both power ports, likely due to the handling of the device. Supplemental testing was performed and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller in use during the reported event, (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections, as well as several momentary disconnections that did not lead to premature power switching within the analyzed period. Analysis of the event log files revealed nine (9) controller power-ups were logged on (B)(6) 2020 at 10:08:23, 12:29:28, 12:45:27, 14:17:12, 15:23:41, 15:24:10, 15:24:29, 16:44:32, and 17:03:16, respectively. Several momentary disconnections were recorded leading up to the losses of power. The controller was without power for an average of 14 seconds per loss of power. Review of the available autologs report pertaining to controller (B)(6) revealed a controller power up event was logged on (B)(6) 2020 at 22:15:07. Review of the graphical data revealed that the controller was not in use prior to (B)(6) 2020, indicating that the power up event most likely occurred during a controller exchange. Of note, it was reported by the site that (B)(6) was used in the controller exchange to mitigate the reported event on controller (B)(6). As a result, the reported loss of power, momentary disconnections, and power switching events were confirmed. A power source lubrication procedure had been performed on (B)(6) in accordance with the requirements under fsca cvg-18-q4-19 on 26-jul-2018. A power source lubrication procedure had been performed on the battery (B)(6) in accordance with the requirements under fsca cvg-18-q4-19 on 15-feb-2019. A power source lubrication procedure had been performed on (B)(6) in accordance with the requirements under fsca cvg-18-q4-19 on 05-dec-2019. A possible root cause of the losses of power involving (B)(6) can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the reported premature power switching and momentary disconnections event can be attributed to momentary disconnections due to contamination of the controller power ports and/or due to temporary corrosion of the controller-port/power-source pins. Based on the available information, the most likely root cause of the reported loss of power event involving (B)(6) can be attributed to a controller exchange. D4: (B)(6); d10: yes, return date: 24-jun-2020; h3: yes dev rtn to MFR? Yes; h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307; d4: (B)(6); h3: yes; h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307; d4: (B)(6); d10: yes, return date: 24-jun-2020; h3: yes dev rtn to MFR? Yes; h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307; d4: (B)(6); d10: yes, return date: 24-jun-2020; h3: yes dev rtn to MFR? Yes; h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 331, 3213 h6: FDA conclusion code(s): 4307; d1: heartware ventricular assist system ¿ controller ac adapter; d4: model #: 1430de / catalog #: 1430de / expiration date: 31-dec-2016 / serial or lot#: (B)(6); UDI #: (B)(4); d10: yes, return date: 29-jul-2020; h3: yes dev rtn to MFR? Yes; h4: mfg date: 31-dec-2016; h5: no; h6: patient code(s): c50675 h6: device code(s): ca23 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 180 h6: FDA conclusion code(s): 19. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The controller ac adapter was returned to the manufacturer and subsequently tested out of specification during manufacturer¿s analysis.

Event description:
It was further reported that the controller that was in use when batteries went from fully charged to discharged exhibited unexpected power losses. The controller was exchanged.

Manufacturer narrative:
A supplemental report is being submitted to add a device to this report and also to note that the devices will be evaluated. Additional products: d4: serial or lot#: (B)(4). H3: no, device evaluation anticipated, but not yet begun d4: serial or lot#: (B)(4).h3: no, device evaluation anticipated, but not yet begun d4: serial or lot#: (B)(4). H3: no, device evaluation anticipated, but not yet begun d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-jan-2019 / serial or lot#: con318725 UDI #:(B)(4).d10: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 19-jan-2018 h5: no h6: patient code(s): c50675 h6: device code(s): c63025 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transp lantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-sep-2020 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 06-sep-2019, labeled for single use: no, (B)(4); brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-oct-2019 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 01-oct-2018, labeled for single use: no, (B)(4); brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-oct-2019 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 01-oct-2018, labeled for single use: no, (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the power level of two batteries went from fully charged to discharged within a few hours which caused the ventricular assist device (vad) to stop twice for a few seconds. It was also reported that these batteries and a third battery exhibited multiple momentary disconnections and power switching. The controller in use at the time was exchanged prophylactically and it was reported that the new controller exhibited a loss of power. The batteries were exchanged and the controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information and devices evaluation product event summary: one controller and one controller ac adapter were not returned for evaluation. One controller, five batteries and one controller ac adapter were returned for evaluation. No allegations were made against one controller ac adapter and two batteries various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned controller ac adapter revealed that the device passed functional testing. Visual inspection revealed damage on the output cable assembly; however, this did not affect the functionality of the device. This is an additional finding not related to the reported event, likely due to the handling of the device. CAPA pr00405633 is investigating damage to power sources. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing; the batteries discharged as expected. Log file analysis revealed that the batteries discharged as expected when in use. As a result, the reported power consumption issue was not confirmed. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination within both power ports, likely due to the handling of the device. Supplemental testing was performed and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller in use during the reported event, the controller, contained a feature that records whether a power source experienced a communication error or a disconnection wi thin each 15 minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving three batteries, as well as several momentary disconnections that did not lead to premature power switching involving two batteries within the analyzed period. Analysis of the event log files revealed nine controller power-ups were logged on (B)(6) 2020 at 10:08:23, 12:29:28, 12:45:27, 14:17:12, 15:23:41, 15:24:10, 15:24:29, 16:44:32, and 17:03:16, respectively. Several momentary disconnections were recorded leading up to the losses of power. The controller was without power for an average of 14 seconds per loss of power. Review of the available autologs report pertaining to controller revealed a controller power up event was logged on (B)(6) 2020 at 22:15:07. Review of the graphical data revealed that the controller was not in use prior to (B)(6) 2020, indicating that the power up event most likely occurred during a controller exchange. Of note, it was reported by the site that another controller was used in the controller exchange to mitigate the reported event on controller. As a result, the reported loss of power, momentary disconnections, and power switching events were confirmed. A power source lubrication procedure had been performed on controller ac adapter in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) 2018. A power source lubrication procedure had been performed on the batteries four batteries in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) 2019. A power source lubrication procedure had been performed on (B)(6) in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) 2019. There is no evidence that the lubrication servicing had been performed on controller ac adapter. A possible root cause of the losses of power involving a controller that it can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the reported premature power switching and momentary disconnections event can be attributed to momentary disconnections due to contamination of the controller power ports and/or due to temporary corrosion of the controller-port/power-source pins. Based on the available information, the most likely root cause of the reported loss of power event involving a controller that it can be attributed to a controller exchange. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.